Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator unit's navigation ring failed and the touchscreen was also malfunctioning.there was no patient involvement.